Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on 10/11/2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hyperglycemic event. The sensor was inserted into the abdomen on (B)(6) 2016. The patient's mother reported that the patient felt ill, vomited and was taken to the hospital by her grandmother. The hospital verified that the patient was experiencing hyperglycemia and the patient was treated with IV insulin, IV fluids and was then released. During the patient's hospital visit, the cgm was reading the patient's blood glucose as 85mg/dl compared to the fingerstick which read 185mg/dl. At the time of contact, the patient was okay. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of cgm inaccuracy was not confirmed. A root cause could not be determined.